Event description:
The core micro drill was sent for service and it ran on its own without activation during performance testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor cartridge was identified as the probable cause of the device running without activation.